Event description:
The surgeon attempted to insert a 13.0 diopter aa4204vl silicone plate lens and the trailing haptic was torn off. The reporter believes the event was caused by the of the injector and the tip of the cartridge. There was no patient injury.